Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our canadian affiliate, after a successful implant of a 26mm sapien 3 valve, during removal of the devices, when the sheath was approximately 50% out of the vessel, there was bleeding noted around the sheath. The sheath was removed, manual pressure applied and the access site was successfully closed with two proglides. There was no injury to the patient; however, a blood transfusion was given. The patient is doing well. As reported, there was significant force required to insert the delivery system through the sheath.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. During visual inspection, the esheath seam had expanded as designed, a liner tear approximately seven inches in length originating from the distal tip, a kink approximately seven inches from the distal tip, scratches were noted on the sheath shaft, and no damage to the strain relief. No functional testing could be performed due to the condition of the returned device (sheath fully expanded and torn liner). Dimensional testing was performed and the single wall liner thickness measurements met specifications. Due to the condition of the returned device (sheath shaft fully expanded), the outer diameter of the shaft could not be measured. Esheaths undergo multiple 100% inspections during manufacturing. These inspections support a conclusion that it is unlikely a manufacturing non-conformance was the cause of the complaint. The complaint for liner tear was confirmed; however, no manufacturing non-conformances were identified. The seam appeared to have expanded as designed and the dimensional inspection of the sheath liner revealed that the liner thickness measurements were within specification. Available information suggests that patient/procedural factors (vessel calcification/tortuosity) may have contributed to the event. Calcification can damage the exposed portion of the sheath liner. Such damage along the liner could lead to immediate cutting/tearing, or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system, especially in a region where the anatomy is tortuous. In addition, vessel tortuosity and sub-optimal insertion angles can lead to non-axial alignment in the retrieval of the delivery system. The delivery system can potentially catch onto the liner, propagating into a tear upon removal. In this case, the cause of kinked, bent sheath, liner tear and sub sequent bleeding was likely due to patient factors (calcification, tortuosity) and/or device manipulation. No manufacturing non-conformities or IFU/training inadequacies were identified. Available information suggests that patient factors contributed to the event. Review of complaint history for september 2016 did not reveal that the occurrence rate exceeded the control limit for these failure mode. Therefore, no corrective or preventative actions are required.